Manufacturer narrative:
Pending evaluation. Concomitant device(s): humeral head extra short, offset 50mm x 16fmm (cat# 310-00-50 / sn# (B)(4)); torque defining square drive screw kit (cat# 300-20-02 / sn# (B)(4)); replicator plate 1.5mm offset short (cat# 300-50-15 / sn# (B)(4)); humeral stem primary, press-fit 17mm (cat# 300-01-17 / sn# (B)(4)).

Event description:
As reported. Approximately 2 years postop initial implant, with intentions of changing a patient's anatomic right shoulder to a reverse shoulder, a surgeon explanted this manufacturer¿s anatomic shoulder and implanted a competitor¿s antibiotic spacer from this (B)(6) y/o male, who weighs (B)(6) lbs . The caged glenoid appeared to be loose during the case and probably infected. The patient was last known to be in stable condition following the event. Devices not returning per hospital policy. All available information has been received.

Manufacturer narrative:
The revision reported was likely the result of the surgeon¿s decision to convert the patient¿s anatomic shoulder to a reverse shoulder as stated by the sales representative. The surgeon¿s rationale to convert from an anatomic shoulder to a reverse shoulder may have been related to the reported infection and/or glenoid loosening. However, this cannot be confirmed as the devices were not available for evaluation and the rationale for the revision surgery was not provided.